Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an other (unusual issue) issue. It was reported that the pump did not work as well as it had previously. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an unusual issue.

Manufacturer narrative:
Follow-up #1: date of submission :02/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/19/2016 with the following findings: the pump's black box data from date of the complaint had been overwritten due to continued use of the pump. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. During investigation no alarms or warnings related to the complaint were duplicated.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.